Manufacturer narrative:
The device sample was not received by the MFR at the time of this report. The MFR will continue to monitor and trend related complaints.

Event description:
Alleged issue: it was observed that the urinary catheters are cracking just before the conic connection, causing leakage of urine. No pt injury reported.